Event description:
Same case as: 2134265-2014-03576. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ burr and a rotawire were selected to treat the heavily calcified target lesion located at the proximal left anterior descending artery. During preparation, the physician platform tested the system and adjusted the rotational speed to 200000rpm. After two trials, the rotawire broke, while still external to the patient. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile inspection was performed and revealed that the body fractured and the proximal section was not returned. All the outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-03576. It was reported that a rotawire fracture occurred. A 1.25mm rotalink burr and a rotawire were selected to treat the heavily calcified target lesion located at the proximal left anterior descending artery. During preparation, the physician platform tested the system and adjusted the rotational speed to 200000rpm. After two trials, the rotawire broke, while still external to the patient. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).